Event description:
Approximately four months post index procedure the patient had unstable angina. Coronary angiography revealed in-stent restenosis of the proximal saphenous vein graft to the right coronary artery. The restenosis was treated with another drug-eluting stent. The patient was enrolled in the (B)(6) due to non-st segment elevation, acute coronary syndrome, with four vessel disease. The patient had a de novo, anatomically complex vein graft to the distal right coronary artery. The lesion had thrombus present and was 18mm in length with 99% stenosis. The vessel was 3.6mm in diameter. The lesion was pre-dilated and a 3.5 x 23mm cypher stent was implanted at 18atm. The final percentage of stenosis was 3%. The patient's medications included aspirin, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
A 3.0 x 15mm balloon catheter was used during the index procedure. The product was not available for analysis. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Additional information was received on (B)(6) 2011, as follows: an event of acute coronary syndrome was reported. It was noted that the patient had a non q-wave myocardial infarction/ischemic event. The target lesion had to be revascularized. Please note that based on the additional information that was received an addition patient code of 1969 was added. A (B)(6) male from the (B)(4) study experienced a myocardial infarction and restenosis approximately four months post implantation of a cypher stent. Past medical history that may have increased his risk for mace includes angina, previous coronary artery bypass graft, family history of coronary artery disease, hyperlipidemia and hypertension. At the time of the index procedure, the patient was admitted for a non-st segment elevation, acute coronary symptom and four-vessel disease. The lesion treated was the svg (saphenous vein graft) to the rca (right coronary artery). This product is indicated in de novo lesions in native coronaries. The lesion was described as de novo, anatomically complex and had thrombus present. The lesion was 18 mm in length with 99% stenosis. The vessel was 3.6 mm in diameter. The lesion was pre-dilated and a 3.5 x 23 mm cypher stent was implanted at 18 atm. The rated burst pressure indicated in the IFU is 16 atmospheres. The final percentage of stenosis was 3%. The patient's medications included aspirin, statins, ace inhibitors and beta-blockers. Approximately four months post index procedure the patient had a myocardial infarction. Coronary angiography revealed in-stent restenosis of the proximal saphenous vein graft to the right coronary artery. The restenosis was treated with a non-cordis stent (xience v 2.75 x 18 mm). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15058186 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction and restenosis are known potential adverse events following stent implantation. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Based on the information provided, the patient's extensive and aggressive progression of atherosclerotic disease, vessel/lesion characteristics (svg) and procedural factors may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Please note that the following additional information was received on (B)(4) 2011: it was noted that the stent also had a complete transverse fracture, without displacement of fractured fragments more than 1 mm during the cardiac cycle. (B)(4). A (B)(6) male from the cypress study experienced a myocardial infarction, restenosis and stent fracture approximately ten months post implantation of a cypher stent. The patient's medical history is significant for angina, previous coronary artery bypass graft, family history of coronary artery disease, hyperlipidemia and hypertension. At the time of the index procedure, the patient was admitted for a non-st segment elevation, acute coronary symptom and four-vessel disease. The lesion treated was the svg (saphenous vein graft) to the rca (right coronary artery). This product is indicated in de novo lesions in native coronaries. The lesion was described as de novo, anatomically complex and had thrombus present. The lesion was 18 mm in length with 99% stenosis. The vessel was 3.6 mm in diameter. The lesion was pre-dilated and a 3.5 x 23 mm cypher stent was implanted at 18 atm. The rated burst pressure indicated in the IFU is 16 atmospheres. The final percentage of stenosis was 3%. The patient's medications included aspirin, statins, ace inhibitors and beta-blockers. Approximately (B)(6) months post index procedure the patient had a myocardial infarction. Coronary angiography revealed in-stent restenosis as well as a type 2 stent fracture (defined as strut fracture with v form divisions of the stent) of the proximal svg to the rca. The restenosis was treated with a non-cordis stent (xience v 2.75 x 18 mm). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15058186 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction and restenosis are known potential adverse events following stent implantation. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Recently, stent fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuosity for the native coronary artery. The curvature of the svg during cardiac contractions with perivascular adhesion and fibrosis in the limited intra-thoracic space may induce high mechanical stresses at the svg. Review of the information provided suggests that vessel/lesion characteristics may have contributed to the reported events. There is no indication that there is a design or manufacturing relates issue therefore no action is required.